Event description:
It was reported that during the procedure when the coil (subject device) was inserted into the microcatheter it did not wind well at the treatment site and when it was pulled back to retrieve it, the coil (subject device) prematurely detached. The coil (subject device) was retrieved along with the microcatheter. The details of the immediate action taken are unknown. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection, as well as a functional evaluation, could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the coil was advanced slowly and gently without applying excessive force, no torque was given where advancing the delivery wire, and the type and size of the microcatheter used with the subject coil was unknown. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure when the coil (subject device) was inserted into the microcatheter it did not wind well at the treatment site and when it was pulled back to retrieve it, the coil (subject device) prematurely detached. The coil (subject device) was retrieved along with the microcatheter. The details of the immediate action taken are unknown. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.